Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) ran an electrode impedance test and all electrodes came up with three xxx's on the first impedance test. Additional tests were run at 0.7 volts and impedances were fine. It was noted that only 0-7 were out of range and showed greater than 10,000 but this had been a known issue since around the time the implantable neurostimulator (ins) was replaced because they opted to not fix it at the replacement procedure. It was noted the patient was feeling stimulation as intended and there was no loss of therapy.

Event description:
It was reported the implantable neurostimulator (ins) was loose in the pocket and may have flipped. Additional information received reported the manufacturing representative was seeing the patient on wednesday. Additional information received reported the manufacturing representative met with the patient last week. It was noted that impedances were checked and all impedances were greater than 10,000 ohms. It was further noted the patient had a lack of therapy. The reporter stated the patient did not want further surgery and there was no other interventions planned.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead product ID: neu_ recharger_acc, serial# unknown, product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).